Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was getting an MRI, and the reason for the exam was noted as ¿reason for exam: stimulator failed back syndrome¿. There were no further complications reported.